Manufacturer narrative:
H10 h3, h6: the device was used in treatment and the user found that a warning was displayed on the screen "camera infrared lamp is not working properly". Camera worked throughout the case although the error continued to be displayed. The camera was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The returned camera was connected to the system and there was an error saying that the "camera infrared lamp is not working properly" and the orange light on the camera turned on. This is indicative of an illuminator hardware fault in the camera. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that during at tka procedure, the warning: "camera infrared lamp is not working properly. This may result in a limited field of view" showed up. The camera worked throughout the case but the error kept popping up. There was no surgical delay or patient injury reported. The investigation confirmed there was a problem with the led illuminator.